Event description:
During follow-up, high capture threshold was noted on the right ventricular (rv) lead. The rv lead was revised to resolve the event. One day later, high capture threshold was noted on the rv lead again. The rv lead was explanted and replaced to resolve the event and the patient was in stable condition.

Manufacturer narrative:
The reported event of high capture threshold was not confirmed. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies except procedural damage.